Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: wires: abbott supracore (300 cm) ,03s"; (sheath} cook shuttle flexor tuohy borst {96 cm} 6 fr; (self expanding stents} cordis precise pro 9mm x40cm, catalog pc0940rxc, lot 15917189; balloon) cordis aviator plus 4mmx20 (142cm); (embolic protection device) cordis angioguard catalog 701814rmc, lot 70713402. As reported by (B)(6) during a post dilatation of a carotid artery stenting (cas) procedure a (B)(6) male patient experienced aphasia, dysarthria, and reflex change with no diagnosis indicated. The patient was discharged to a rehabilitation facility 4 days later. Medical history includes previous stroke, previous right stent, hyperlipidemia, CABG, coronary artery disease, myocardial infarction and hypertension (systolic>140, or diastolic>90, or requiring medication). At baseline, the nih stroke scale score was 1 and the rankin was 0. The patient was asymptomatic at the time of the intervention. Cas was performed on an 80% occluded lesion in the proximal left internal carotid artery of 40mm in length in a 9.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and mildly calcified. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon catheter. Then a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully retrieved and there was no debris found in the basket. There was no documented dissection after pre-dilation or presence of air bubbles during the procedure. A 6x20 aviator plus and a 4x20mm aviator plus balloon were used for post dilatation. Due to the aphasia, dysarthria, and reflex change noted during post-dilatation, a stroke alert was called, CT scan and neurological assessment was completed. Nih stroke scale score was 8 and the rankin was 3 on the day of the adverse event. The symptoms did not resolve when the patient was discharged 4 days later to a rehab facility. The patient¿s symptoms were improving but the residual symptoms were unknown. A review of the manufacturing records could not be conducted without a lot number. Aphasia, dysarthria, and reflex change are known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause symptoms that are similar an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of 4 reports associated with the reported events that were submitted under the following manufacturing report numbers 9616099-2013-00779, 1016427-2013-00148, 9616099-2013-00780 and 9616099-2013-00781.

Manufacturer narrative:
Cec minutes received indicate the patient's stroke was secondary to hypotension. The patent had altered mental status and may have suffered a left hemispheric stroke following carotid stenting or a watershed infarct due to a sudden 100 mmhg drop in systolic blood pressure during the index procedure. A neurology consult was planned. The neurology consult was performed. It was noted that the patient¿s systolic blood pressure dropped from 200 mmhg to 80 mmhg during the procedure. The neurologist¿s impression was an acute left mca stroke secondary to hypotension. A repeat head CT was planned. The neurologist noted if the event was a watershed infarct a CT may not demonstrate; however, the patient would be treated as if an infarct were present based on clinical suspicion. Rehabilitation was planned as requested by the family of the patient. (B)(4). There are no changes to the previously submitted conclusion codes. As reported by the sapphire registry during a post dilatation of a carotid artery stenting (cas) procedure an 87 year-old male patient experienced aphasia, dysarthria, and reflex change, right hemiparesis and right hemineglect. The diagnosis was an ischemic stroke. In addition, cec minutes received indicate the patient's stroke was secondary to hypotension. The recovery was partial with minor residuals and the patient was discharged to a rehabilitation facility 4 days later. Medical history includes previous stroke, previous right stent, hyperlipidemia, CABG, coronary artery disease, myocardial infarction and hypertension (systolic>140, or diastolic>90, or requiring medication). At baseline, the nih stroke scale score was 1 and the rankin was 0. The patient was asymptomatic at the time of the intervention. Traditional angiography revealed 80% stenosis. Cas was performed on an 80% occluded lesion in the proximal left internal carotid artery of 40mm in length in a 9.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and mildly calcified. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon catheter. Then a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully retrieved and there was no debris found in the basket. There was no documented dissection after pre-dilation or presence of air bubbles during the procedure. A 6x20 aviator plus and a 4x20mm aviator plus balloon were used for post dilatation. Due to the aphasia, dysarthria, and reflex change noted during post-dilatation, a stroke alert was called, CT scan and neurological assessment was completed. Nih stroke scale score was 8 and the rankin was 3 on the day of the adverse event. The symptoms did not resolve when the patient was discharged 4 days later to a rehab facility. The patient¿s symptoms were improving but the residual symptoms were unknown. The patent had altered mental status and may have suffered a left hemispheric stroke following carotid stenting or a watershed infarct due to a sudden 100 mmhg drop in systolic blood pressure during the index procedure. A neurology consult was planned. The neurology consult was performed. It was noted that the patient¿s systolic blood pressure dropped from 200 mmhg to 80 mmhg during the procedure. The neurologist¿s impression was an acute left mca stroke secondary to hypotension. A repeat head CT was planned. The neurologist noted if the event was a watershed infarct a CT may not demonstrate; however, the patient would be treated as if an infarct were present based on clinical suspicion. Rehabilitation was planned as requested by the family of the patient. A review of the manufacturing records could not be conducted without a lot number. Ischemic stroke a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hypotension is a well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of 4 reports associated with the reported events that were submitted under the following manufacturing report numbers 9616099-2013-00779, 1016427-2013-00148, 9616099-2013-00780 and 9616099-2013-00781.

Event description:
As reported by (B)(6) during a post dilatation of a carotid artery stenting (cas) procedure a patient experienced aphasia, dysarthria, and reflex change with no diagnosis indicated. The patient was discharged to a rehabilitation facility 4 days later. At baseline, the nih stroke scale score was 1 and the rankin was 0. The patient was asymptomatic at the time of the intervention. Cas was performed on an 80% occluded lesion in the proximal left internal carotid artery of 40mm in length in a 9.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and mildly calcified. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon catheter. Then a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully retrieved and there was no debris found in the basket. There was no documented dissection after pre-dilation or presence of air bubbles during the procedure. A 6x20 aviator plus and a 4x20mm aviator plus balloon were used for post dilatation. Due to the aphasia, dysarthria, and reflex change noted during post-dilatation, a stroke alert was called, CT scan and neurological assessment was completed. Nih stroke scale score was 8 and the rankin was 3 on the day of the adverse event. The symptoms did not resolve when the patient was discharged 4 days later to a rehab facility. The patient¿s symptoms were improving but the residual symptoms were unknown.

Manufacturer narrative:
Additional information was received that the diagnosis of the neurological symptoms was ischemic stroke. The patient had right hemiparesis, right hemineglect and the recovery was partial with minor residuals. Traditional angiography revealed 80% stenosis. (B)(4). As reported by the (B)(4) registry during a post dilatation of a carotid artery stenting (cas) procedure an (B)(6) male patient experienced aphasia, dysarthria, and reflex change, right hemiparesis and right hemineglect w. The diagnosis was an ischemic stroke. The recovery was partial with minor residuals and the patient was discharged to a rehabilitation facility 4 days later. Medical history includes previous stroke, previous right stent, hyperlipidemia, CABG, coronary artery disease, myocardial infarction and hypertension (systolic>140, or diastolic>90, or requiring medication). At baseline, the nih stroke scale score was 1 and the rankin was 0. The patient was asymptomatic at the time of the intervention. Traditional angiography revealed 80% stenosis. Cas was performed on an 80% occluded lesion in the proximal left internal carotid artery of 40mm in length in a 9.0mm vessel diameter with mild vessel tortousity. The arch I lesion was eccentric and mildly calcified. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon catheter. Then a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully retrieved and there was no debris found in the basket. There was no documented dissection after pre-dilation or presence of air bubbles during the procedure. A 6x20 aviator plus and a 4x20mm aviator plus balloon were used for post dilatation. Due to the aphasia, dysarthria, and reflex change noted during post-dilatation, a stroke alert was called, CT scan and neurological assessment was completed. Nih stroke scale score was 8 and the rankin was 3 on the day of the adverse event. The symptoms did not resolve when the patient was discharged 4 days later to a rehab facility. The patient¿s symptoms were improving but the residual symptoms were unknown. A review of the manufacturing records could not be conducted without a lot number. Ischemic stroke a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of 4 reports associated with the reported events that were submitted under the following manufacturing report numbers 9616099-2013-00779, 1016427-2013-00148, and 9616099-2013-00781.

Manufacturer narrative:
This is one of 4 reports associated with the reported events that were submitted under the following manufacturing report numbers 9616099-2013-00779, 1016427-2013-00148 and 9616099-2013-00781.